Manufacturer narrative:
No devices or photos were received; therefore visual and dimensional evaluations could not be performed. The device history records were reviewed for the tibial component, and were found to be conforming to requirements at the time of manufacture. Heraeus was notified that palacos bone cement was involved in this revision, as the revision was due to loosening. Heraeus reviewed the quality records for the bone cement and determined that the batch was prepared in accordance with the requirements of their quality management system and confirmed that all quality control tests have been passed successful. The devices involved were reviewed for compatibility with no issues identified. This device is used for treatment. No deviations from the surgical technique were noted in the primary operative notes from the initial total knee arthroplasty on (B)(6) 2014. During this procedure, it was noted that the knee was left extended until all the cement had cured. In the revision notes from (B)(6) 2015, it was indicated that the tibial component was loose, and it was noted that, ¿absolutely no ingrowth was identified on the undersurface of the trabecular metal modular persona component.¿ although the other components were removed during the revision surgery, the revision operative notes state that the femoral and patellar components were well fixed. As the patient was revised due to loosening of the tibial plate, it is noted that a field action was conducted on (B)(6) 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. FDA recall contains the related tibial lot number. The device in question was implanted prior to this field action. A corrective and preventative action investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to tibial loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 00111314001 palacos rg 1x40 single lot 77624368; 00111314001 palacos rg 1x40 single lot 77624368; 42500607002 femur cemented posterior stabilized (ps) standard right size 11 lot # 62499091; 42522401010 articular surface fixed bearing posterior stabilized (ps) right 10 mm height; lot # 62538345; 42540200035 all-poly patella cemented 35 mm diameter lot # 62460910. Review of x-ray by radiologist indicates that multiple radiographs of the right knee are examined. Right total knee arthroplasty components are present. Thin radiolucencies are present at tibial metal bone interfaces which become less conspicuous over time. Heterotopic bone formation is present at the margins of the tibial tray (which may give a false impression of subsidence). Thin radiolucencies at the tibial component bone interface are nonspecific and do not progress over time. No definite radiographic evidence of progressive implant loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.